Manufacturer narrative:
H11: additional manufacturer narrative: this is one of three manufacturer reports being submitted for this article. The date of the event is unknown; however, according to the article, the study period was from (B)(6)2017 to (B)(6)2021. Thus, the first day of the reported study period ((B)(6)2017) was used as the occurrence date. Article citation: porto a, stolpe g, badaoui r, boudouresques v, deutsch c, amanatiou c, riberi a, gariboldi v, collart f, theron a. One-year clinical outcomes following edwards inspiris resilia aortic valve implantation in 487 young patients with severe aortic stenosis: a single-center experience. Front cardiovasc med. 2023 aug 3;10:1196447. Doi: 10.3389/fcvm.2023.1196447. Pmid: (B)(4); pmcid: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through the review of medical article "one-year clinical outcomes following edwards inspiris resilia aortic valve implantation in 487 young patients with severe aortic stenosis: a single-center experience", the following event was identified as pertaining to edwards devices: 7 patients with a valve model 11500a implanted in the aortic position showed severe patient prosthesis mismatch (ppm) within 30 days after valve replacement. Severe patient prosthesis mismatch (ppm) was defined by an ieoa below 0.65 cm/m2 or 0.55 cm/m2 if body mass index > 30 kg/m2.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions). H11. Additional manufacturer information: the device was not returned to edwards for further investigation and no images or medical records were provided. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.